Event description:
There was more leaking than usual from the clear hemostasis valve. The hemostasis valve was not taken off the introducer. The hemostasis valve and introducer were not returned to the co. For evaluation. The items were discarded by the facility.